Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation revealed that the reamer head disconnected during reaming. The complained ria tube assembly was checked for conformance to our specification. No manufacturing related issues were found. The information given did not provide sufficient evidence for an exact determination of the failure reason. The articles were manufactured according to the specifications.

Event description:
It was reported that the reamer head disconnected. During reaming the medullary canal, it has been noted that the drive shaft was impaired in the distal part and the reamer head was disconnected. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that during the assembly of the ria system with sterile components on (B)(6) 2012 at the start of milling in the spinal canal in the distal portion to extract the graft from the patient. The transmission tree was impaired in its distal part, covering the cutter which was disconnected. To validate the occurrence, the components were extracted and disassembled. It was noted that the "transmission tree" covered the drill and prevented performance. A piece of the hose was cut in an attempt to remedy the issue. The surgical device specialist noted that was not a usual occurrence.